Manufacturer narrative:
On the same day as the event onset, the patient was hospitalized for peritonitis. On an unknown date, the peritoneal catheter was removed and the patient will not continue with pd therapy (current mode of dialysis therapy was not reported). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. The cause and treatment for the event were not reported. At the time of this report, it was not reported if the patient had recovered from this event. Action taken with pd therapy was not reported. Additional information is not available.